Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep confirmed no line input power to the mobile view station (mvs). The rep replaced both f11 & f12 fuses and performed a system check out. The imaging system then passed the system checkout and was found to be fully functional. The fuses were discarded by the site and unavailable for evaluation.

Event description:
A medtronic representative reported that while they were attempting to backup files, the fuses shorted out on the imaging system and it shut down. No patient was present.